Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. Approximately three weeks after being implanted the patient reported difficulty maintaining connection between the implantable pulse generator (ipg) and the external therapy discs. Additionally, the patient subsequently reported loss of stimulation in (B)(6) 2023. Upon meeting with the patient for troubleshooting it was noted in the field that all four contacts on one implanted lead were returning high impedance readings. A surgical revision was performed on 15sep2023 to replace the lead with high impedances and to move the ipg to an anatomical area that is more conducive to achieving consistent communication with the external devices. Post-op programming was performed at the time of the revision and showed the system in good working order.

Manufacturer narrative:
Although high impedances were confirmed in the field, the explanted lead was discarded by the medical facility during the revision procedure and is thus unavailable for additional inspection and investigation by the firm to determine the cause of the impedance issue. Connectivity issues were resolved by relocating the ipg to a slightly different anatomical location that is more conducive to consistent communication between devices. No imaging or other testing was performed in the field prior to relocating the ipg. The ipg remains implanted and in use and thus is unavailable for inspection and investigation by the firm to determine the cause of the connectivity issues.